Event description:
As a pt supported with left and right ventricular assist devices (vads) was being prepared for a walk. When the dual drive console (ddc) was disconnected from ac power, the compressors stopped functioning and the vads stopped pumping. The ddc was reconnected to ac power and vad pumping immediately resumed. The pt was switched to a back-up driver. The experienced syncope, but recovered without incident and resumed ambulation later that same day.